Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation with a mean pressure gradient (mpg) baseline of 3mmhg, posterior 1 and 2 prolapse, and long thick posterior leaflet for a mitraclip procedure. A mitraclip xtw was attempted to be implanted, when the clip grasped the leaflets, the mpg increased to 6mmhg, the clip was removed and the gradient returned to baseline. A mitraclip xt was attempted to be implanted, when the clip grasped the leaflets, the mpg increased to 6mmhg, the clip was removed and the gradient returned to baseline. Then a mitraclip ntw was attempted to be implanted, the clip was deployed and the final gradient was 5mmhg. The final mr was grade 1. The patient did not experience any adverse effects or clinically significant delay. It was reported that on (B)(6) 2025, the patients pressure gradient increased to 10mmhg and tachycardia (100 beats per minute) was noted. This was considered to be clinically significant stenosis. The patient will continued to be monitored.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral stenosis. The reported tachycardia appears to be a cascading effect of the mitral stenosis. Mitral stenosis and tachycardia are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.